Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2014. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2014.